Manufacturer narrative:
Ventec has determined that this medwatch report was submitted in error. The initial information received by ventec had been misinterpreted: the reporter did not report that the device's alarm system was not functioning. As a result, this does not meet reportability requirements as the issue would not cause or contribute to death or serious injury if it were to recur.

Event description:
It was reported to ventec that the device's alarm was not working as expected, advising of an "inoperable alarm failure." No further details were provided. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.